Manufacturer narrative:
The patient submitted a website inquiry to catalyst indicating having a catalyst csr implanted 8 years prior and reporting pain. In follow-up communication, the patient stated that implants were removed due to an infection. The patient reported receiving antibiotics and stated that an antibiotic spacer was implanted. The date of revision surgery is unknown but based on data available is understood to be in 2026 (8 years following initial implantation). Devices were not returned to catalyst for investigation. The dhrs for the devices were reviewed; no nonconforming parts were accepted. Insufficient information was provided to determine the cause of failure.

Event description:
Revision surgery with infection from initial surgery in 2017.